Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced infusion set detachment event on (B)(6) 2025 while sitting. The site's location was abdomen. The patient reported that the infusion set tubing came apart. The infusion set was in use for two days. The location of detachment was close to site connection. No further information available.